Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with a past medical history of baseline normal sinus rhythm. Prior to implant, pre-dilatation was performed with a 20mm valver balloon, which caused the patient to go into complete heart block with an escape rhythm of approximately 45bpm. While in the cusp overlap view, the inflow edge of the constrained valve was confirmed to be at the bottom of the ncc. The navitor valve was successfully implanted with pacing support from a temporary wire. The final implant depth of the valve was approximately 4mm. Post-implant, complete heart block persisted and on 12 december 2024, a permanent pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears to be related to procedural circumstances, as the patient with into heart block during a pre-dilatation before the valve was inserted. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.